Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue (ppi). This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since the recurrence of this event is not likely to contribute to si/death, it did not impact therapy delivery to this patient. There was no malfunction allegation. Maa.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to placement difficulties. The physician believes that tissue became lodged in the helix, making it difficult to complete the case. This lead was never in service. No adverse patient effects were reported.